Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a system extraction due to a growth on their tricuspid valve. It was further clarified that the growth was vegetation and there was no infection. The system was not replaced. No further patient complications have been reported as a result of this event.